Event description:
According to the reporter: procedure: lap colon. At the end of procedure, the active blade broke and fell into the cavity. It was retrieved and there was no patient tissue damage. The patient is in good condition.